Event description:
It was reported by the surgeon post op a realize gastric band procedure, there was difficulty withdrawing fluid from the port. Surgery was preformed to correct the problem. The surgeon reported he found the tubing to be kinked at the end of the locking connector. The strain relief sleeve was broken off at a location even with the end of metal connector. The broken off end of the sleeve was free to slide up and down the tubing. The tubing kink was corrected and surgeon sutured the two broken pieces of the sleeve together and closed the patient. The patient is doing fine. Since he did not remove the port, it will not be returned for evaluation.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.